Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 480 mg/dl. Suspected cause was that the pump was not delivering the proper amount of insulin. No alerts, alarms or malfunctions were received. Correction boluses were delivered, manual injections were administered and supply changes were performed to address bg. A system check was performed and the pump performed as intended; however, customer continued to allege an issue with the pump's insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections for insulin therapy.